Event description:
Complainant alleged that a female nurse (age unk) was performing a self test on the device, which was located on a metal crash cart. The nurse charged the device to 100 joules, and then successfully discharged the device. The nurse then grasped the on/off switch with her left hand and turned the knob to the off position. At this point, the nurse received an unintended delivery of energy to her left hand finger tips, which radiated up her left arm. The complainant indicated that the nurse did not require any treatment from the unintended delivery, nor did she suffer any lingering effects from the shock.